Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd sharps collector eclipse 1qt was missing the lid on 20 containers. The following information was provided by the initial reporter: the lid is missing on twenty containers.

Manufacturer narrative:
H6: investigation summary; no product or photo was returned by the customer. It was reported by the customer that lids were missing could not be verified due to the product not being returned for failure investigation. According to the DHR review, during the manufacturing process no issues were reported for missing lids for the part number reported under this complaint. A review of the ncmr¿s was performed; the results exhibit no issues reported for the same part number and issue throughout the last twelve months. According with this investigation there is not enough information provided from customer such as lot number or pictures of the original packaging in order to determine the root cause of this issue. H3 other text : see h10.

Event description:
It was reported by the customer that the bd sharps collector eclipse 1qt was missing the lid on 20 containers. The following information was provided by the initial reporter: the lid is missing on twenty containers.